Manufacturer narrative:
Additional information received; it was reported that the stenosis that was observed during the index procedure on the right side was located inside the stent graft limb between the third <(>&<)> fourth stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update: fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: etlw1610c124ej, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4) film evaluation summary; the reported limb occlusion was confirmed; however, the exact cause could not be determined from the limited returned images. Pre-implant CT¿s and complete angiograms during implant were not available for review, and additional post-implant CT¿s were also not provided and a comprehensive assessment of the aortic/iliac anatomy and in-vivo stent graft configuration could not be performed. An acute kink of the contra limb leading to a reduced flow lumen may have been a contributing factor to the occlusion. The cause of the kink could not be determined, but may have been due to limb compression within the reported narrow and thrombus filled distal aorta, iliac artery angulation at the origin of the lcia, and potential aortic/iliac calcification. It is possible that unknown pre-existing vessel stenosis and extending into the left external iliac may have also been factors. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. It appears likely that the reported bifurcate coverage of the right renal artery was procedure related. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47 mm diameter abdominal aortic aneurysm. During the index procedure, after implant of the stent graft system, slight stenosis of the right distal region was noted on angiography, however no intervention was performed and the procedure was complete. It was reported that the patient presented emergently a week later with a thrombotic occlusion of the left contralateral limb confirmed by CT. A kink of the terminal aorta was found, and the occlusion was found in the distal region after the flow divider. A thrombectomy was performed and two non-medtronic bare stents were implanted inside the stent graft. It was also noted that the right renal artery was covered by the bifurcate, and blood flow could not be confirmed. An attempt to perform a cannulation was made, but failed. Deterioration of blood flow was not noted, so the procedure was completed without intervention. As per the physician, the cause of the limb occlusion was related to the patient's vessel morphology. The terminal aorta was narrow (outside 25×30, inside thrombus 13.5×17). When the cross leg was placed, the contralateral side was on the back side, and it was considered that it was not the anatomical shape but kinked. It was also noted that the deployment direction was incorrect, due to the twist of the graft at the contra gate and the discord of the e-marker and the contra gate. As per the physician, the cause of the renal artery occlusion was user error. During the index procedure, the right renal artery position was measured incorrectly. Blood flow to the right renal was confirmed on the final angiography, and so the occlusion was not noted at the time. It was noted that the occlusion of the right renal artery occurred after injection of protamine. No additional clinical sequelae were reported and the patient will be monitored.